Event description:
When trying to advance the neotrend-l sensor into the uac it would keep getting hung up on the uac hub and would not advance. Blood was then seen leaking out of the sensor at the advancement lock. No report of harm or injury to the pt has been reported.